Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 16 applications were performed with the returned balloon catheter and five more applications were performed with a non-returned balloon catheter afapro23 without any issue on the date of the event. The files also confirmed multiple system notices 50005, 'a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection,' on the date of the event after the last application with the returned balloon catheter. In conclusion, the reported visible blood could not be confirmed through data analysis. The visible blood was previously confirmed through testing due to a kink and breach on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13883 was returned and analyzed. Visual inspection of the balloon catheter showed the device balloon segment and coaxial connector were full of blood. Verification of the smart chip file indicated the balloon catheter was used for 16 applications. The balloon catheter failed the performance test due to a 50005 system notice immediately upon connection of the balloon catheter to the console: 'the safety system has detected fluid in the catheter and stopped the injection.' Upon dissecting the balloon catheter, a breach was found on the guide wire lumen at 1.13 inches from the tip, and a tiny kink was observed at the location of the breach. In conclusion, the visible blood was confirmed through testing. The balloon catheter failed the returned product inspection due to the kink and breach on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen in the balloon catheter and coaxial umbilical cable connector. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.